Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide further detail as to the extract of the linx band. Did the explant procedure take place? If yes, on what date was the band explanted? Do you have the linx product code (model number), lot number and serial number (if applicable)? When was the linx device implanted? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that a linx will be removed by surgeon on (B)(6) 2018. Patient needs device out because he has spine problems and will need high powered MRI's in the future.